Manufacturer narrative:
Age at time of event: under 18 years. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review of ilab system confirmed that the device met all material, assembly and performance specifications. The mdu batch number is unknown and the manufacturing records for mdu could not be reviewed. The cause of the reported difficulties could not be determined. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-06420, 2134265-2014-06421. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter. During the procedure, the physician attempted automatic pullback and image was able to appear but the motor drive stopped during pullback. No patient complications reported and patient's condition is good.